Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgment due to twiddler syndrome on the left ventricular (lv) lead. On (B)(6) 2022 the physician elected to cap the lv lead. The patient was discharged from the hospital after the procedure.